Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during microstent implant procedure, reported with a description of device misfired. The trabecular stent was in the patients eye. Additional information was received. Device would not release from injector. There was no patient harm. Surgery completed same day with same company new trabecular stent.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of hydrus would not release from the delivery system; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).